Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 51 mg/dl. Customer stated that, customer had trouble with sensor, getting erratic readings. The sensor glucose was 92 mg/dl and blood glucose was 51 mg/dl. Customer treated low blood glucose with (B)(6) and a big glass of juice and declined troubleshooting for it. Sensor glucose and blood glucose difference was 41 mg/dl. The current sensor glucose was 184 mg/dl and blood glucose was 179 mg/dl. Insulin delivery was not suspended due to sensor glucose values. The sensor is expected to be and insulin pump is not expected to be returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and found cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened or used. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.